Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected restart alarm and blank display. Troubleshooting was done for blank display and unexpected restart alarm. Customer was able to rewound and able to clear the alarm. Customer stated that the insulin pump received unexpected restart alarm after battery change. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.